Manufacturer narrative:
Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period (may 2019 through apr 2021) was reviewed. There were no triggers identified for the review period. Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. All relevant cables were replaced and the issue was corrected. The iabp unit was cleared for clinical use and released to the customer.(B)(6).

Event description:
It was reported that during u se on a patient the cs300 intra-aortic balloon pump (iabp) display screen was not working properly. No patient harm, serious injury or adverse event was reported.